Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The calcified target lesion was located in the chronic totally occluded superficial femoral artery (sfa). This offroad device was selected and was placed. The balloon was inflated and burst at to 4 atm pressure. The device was removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).